Event description:
It was reported that during a implantable pulse generator (ipg) device check battery depletion during warranty time was noted. Premature battery depletion was suspected. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).